Event description:
On an unknown date an epic valve (sn unknown) was implanted. On (B)(6) 2019, the device was explanted. Upon explant, a leaflet was observed to be torn from the stent post. The patient is reported to be stable. Additional information has been requested.

Manufacturer narrative:
The reported event of a torn cusp could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.